Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse recalibrated the psc column motor to resolve the reported error. The fse's service visit did not reveal any issues related to the customer reported event. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse recalibrated the psc column motor to resolve the reported error. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse recalibrated the patient side cart (psc) column motor to correct the issue. The system was tested and verified as ready for use.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system faulted with 23006 error. The customer tried to power cycle and emergency power off (epo) the patient side cart a couple times, but the issue was not resolved. The customer decided to proceed laparoscopically. There was no patient involvement.